Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 34 mg/dl. Customer's other blood glucose value was 230 mg/dl. The customer did not provide details regarding symptoms of low blood glucose. The customer was treated with food. The insulin pump was not expected to be returned for analysis.